Manufacturer narrative:
Product analysis: the upper threads of the screw have been damaged. It appears that the thread may have come in contact with some sort of pliers or other gripping devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with cervical disc herniation and underwent anterior cervical decompression and fusion (acdf) surgery. During surgery, the screw slipped. The product came in contact with the patient. No screw breakages were reported. No patient complications were reported.